Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopy with removal of essures). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction previously reported essure insertion date : (B)(6) 2007. 6 coils on the right and 4 on the left . Most recent follow-up information incorporated above includes: on 18-may-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopy with removal of essures). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction previously reported essure insertion date : (B)(6)2007 6 coils on the right and 4 on the left lot number: 622311 manufacturing date: 2007-01 expiration date: 2008-12 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: previously reported event "injury to herself " updated to "pain", events- "abnormal bleeding, psych injury, allergic reaction" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.